Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. No blank display noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube, corroded motor home switch, cracked case (battery tube), cracked select button keypad overlay and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was mistakenly entered into a jacuzzi and their insulin pump got damaged and are unable to use it as it is not working. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned or analysis.